Manufacturer narrative:
Continuation of d10: 4068 lead implanted: on (B)(6) 1998. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead integrity could not be confirmed on both right atrial (ra) lead and right ventricular (rv) lead. It was noted that the ra lead exhibited out of range low unipolar impedance measurement and undersensing. It was also reported that the rv lead exhibited high number of short v-v intervals possibly due to electromagnetic interference, that could not be confirmed, or cross chamber oversensing, low impedance and noise. The implantable pulse generator (ipg) and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also reported that the right ventricular (rv) lead exhibited low impedance.